Manufacturer narrative:
Upon further investigation, this medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury. The following has been clarified that the power switch overlay issue was that the light emitting diode (led) remained off. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the power switch overlay of the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The power switch overlay was reported to have been found not working during an inspection of the device. This investigation is ongoing.